Manufacturer narrative:
Concomitant medical products: 559445, lead, implanted: (B)(6) 2010. Dtma1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system became infected after a device change out. The system was explanted. It was also noted that when the right atrial (ra) lead was removed a small tear developed in the atrium and additional surgical intervention was required to repair the tear. No further patient complications have been reported asa result of this event.